Event description:
During the device setup for patient use, the thermogard console (sn (B)(4) displayed a tcmid:02 (ce danfoss error) error message. Another thermogard console was used to continue with treatment. No consequences or impact to patient.

Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Manufacturer narrative:
The thermogard console was evaluated at the customer site. The reported complaint of "the thermogard console (sn (B)(6)) displayed tcmid:02 (ce danfoss error) error message" was confirmed based on the event log review and during functional testing. The root cause of the reported complaint was a poor connection of the cooling engine wire harness and pic 16 wire harness cables, possibly attributed to the age of the device. The thermogard console was manufactured in march 2012 and is over 10 years old, well beyond its expected service life of 5 years. Visual inspection of the thermogard console was performed, and no issues were observed. A review of the event logs showed multiple occurrences of tcmid:02 (ce danfoss error) error messages, thus confirming the reported complaint. The system failed initial functional testing due to the tcmid:02 error message, thus confirming the reported complaint. The wire harness assembly pic 16 and the wire harness assembly cooling engine were replaced to remedy the fault. Following the repair, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(6).